Event description:
It was reported that a vt study was performed and a normal check was attempted using a 2090 programmer; telemetry failure occurred. Therefore, another programmer was used and a normal check could be performed. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: product ID 9528, serial# (B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).